Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact date is unknown, between implantation on (B)(6) 2022 and the awareness date 20th june 2023. Section d6b: explant date: not applicable, lens remains implanted, therefore not explanted. Section e1: telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a patient who was experiencing a suboptimal outcome. The patient outcome and vision looked good on paper but the patient was complaining of quality of vision issues. Nothing looked abnormal and there was nothing to note during the surgery or follow up. We learned through follow up that at the one week post operative check, the patient felt the vision was down but thought it may be adaption to the lens. Two weeks later he rang and felt there had been a decrease in vision quality overall. He had a review to rule out other issues / causes and there was no improvement since. His vision in the testing room doesn¿t translate into real life, as per the optilase senior laser optometrist. A contact lens trial was done to see if there was any improvement for his distance vision. Felt that distance vision was initially a little better but overall, no difference, it felt worse when reading. The issue is impacting the patient's work in maintenance and feels he can¿t properly focus or see things clearly at intermediate distance. Things aren¿t uncomfortable for him. His main issue is the loss of peripheral vision and he finds his short vision very poor. Presently the patient is described as struggling with everyday tasks and not improving. He is getting a lot of headaches as his eyes are under strain. The patient doesn¿t find the increase in natural lighting because of summer time, to be of any benefit. No further information was provided. The patient was implanted into both eyes. A separate report will be summited for the other lens.

Manufacturer narrative:
Additional information: section b5 - describe event or problem: additional information was provided during a visit to the clinic on (B)(6) 2025, the territory manager was informed that the surgeon had explanted the symphony lenses to replace with a puresee lenses. The reason for the explants was reportedly the dysphotopsia profile of the lens. No further information was provided. Device evaluation: the intraocular lens (iol) was not returned for evaluation. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.